Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that the ventilator screen was blank. There is no reported patient involvement associated with this event.